Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high "erratic" pacing impedance, and an increase in rv and superior vena cava (svc) coil impedance was noted. A fracture of the rv coil was suspected. The lead remains in use. No patient complications have been reported as a result of this event.